Event description:
It was reported by the customer that a pyxis medstation es system had failed drawers, preventing user from removing the required medication for a patient and causing delays.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers did not detect on the communication bus. A field service engineer remotely logged into the station and found no issues. No test was done. The system functioned as intended after the customer troubleshooted the device.